Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the motor drive unit stopped working. The case was successfully completed with a second motor drive unit with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 02/23/2009. Device will not restart. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.